Event description:
After my 3rd set implants (in a 23 year span), within the 1st 6 months, I developed what started out as mild symptoms. Chronic ibs, ear ringing, anxiety, depression, pain attacks. From there the symptoms worsened. Heaviness on my chest, trouble breathing, chest pains, and I developed hashimotos. Then I ended up with fibromyalgia. It was so bad I could barely get out of bed. I was on all kinds of medication including prednisone to get through the toughest times. To me it was more important to regain my health. Even if it meant giving up my breasts. I explanted on (B)(6) 2018. I do have some mild aches and pains but nothing major. I have not had any fibromyalgia pain since my surgery. That alone makes it worth it.